Event description:
Boston scientific received information that during a normal device replacement procedure measurements with the pacing system analyzer (psa) of this right ventricular lead revealed high pacing impedances. A review of the daily measurements noted that the pacing impedances had increased in the past year. When connecting this right ventricular lead to the new device out of range pacing impedances could be seen, while other values were within normal range. The product experience report was sent for review to technical services. At this time the lead remains implanted. Technical services discussed the difference in measurements when checking the leads impedances with the psa and when connecting the lead to the device. In addition, technical services discussed the new test methodology when it comes testing the lead impedances measurements when connecting to the device. The patient will attend a follow up in the future where a save to disk or a memory dump will be performed to obtain the real impedance measurements. At this time a medical decision will be made when it comes to this device and lead.

Manufacturer narrative:
Upon additional information this investigation will be updated.